Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported via instagram comment that ¿not the greatest for people who are living without a pancreas. (System) has a very difficult time figuring out your algorithm. Plus, I¿ve replaced at least half a dozen pods since I¿ve been on it for the last year looking to go back to just the cgm and using the pens. If you pause your insulin in the app, your sugars still go down. Blood glucose levels were not reported. Details regarding treatment were not provided. The person that left the comment on instagram is not a hippa verified omnipod user/patient.